Manufacturer narrative:
Per tandem user guide: only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 162-163 mg/dl. Reportedly, the customer is using fiasp insulin. Tandem technical support (cts) educated customer on insulin labeling. Customer did not believe the off label insulin was the cause of the occlusions. The customer resolved the issue by changing the pump supplies multiple times prior to the report with cts.